Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the broncovideoscope had no image on the screen when the scope was plugged in for use, the screen was black. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.